Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran alignment test and realigned the reagent probe 4 (r4) and the photometer. The cse then recalibrated magnesium (mg) and replenished the calibrator. The cse ran quality controls (qc), which were within range. The cause of the discordant, falsely depressed magnesium results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium (mg) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed magnesium results.